Event description:
The company was made aware that the patient had a csf leak during implant surgery. The csf leak was repaired and the patient is reportedly doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient was successfully implanted and the device has been activated. The patient remains implanted. This is the final report.